Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported during high risk percutaneous coronary intervention (hrpci), short 14 french scale (fr) peel away was inserted, left ventricular (lv) access obtained, 0.18 was exchanged for 0.35 and impella was backloaded. Impella cp would not advance past left illiac bifurcation so decision was made to remove impella and intra-aortic ballon pump (iabp). Iabp wire went up and it is thought that impella cp cannula displaced plaque and iabp wire went into false lumen. Catheter and wire would then not advance up into descending aorta and patient was found to have dissection in left common fem illiac. Vascular doctor was called to fix vessel. Dissection was mitigated with ballooning and stenting of illiac. Impella then used through stent to support patient through percutaneous coronary intervention (pci) for acute myocardial infarction associated cadiogenic shock (amics) patient. The patient was reported to have survived the procedure, and patient outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint # (B)(4), investigation summary: no product was returned. Difficult to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and calcification preventing successful delivery of impella. Device history lot: device lot: 1979718. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.